Event description:
It was reported that a right tibial nail revision surgery was performed on (B)(6), 2014 due to patient complaints of pain with no allegation against the implants. The original surgery was performed on (B)(6), 2013. The tibial nail and six screws (2 dual core locking and 4 locking) were removed intact with no surgical delay reported. This report is for two dual core locking screws. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
This report is for two dual core locking screws/unknown lots. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.